Event description:
A report was received that the patient was experiencing difficulty charging and pain at the pocket site due to a flipped ipg. Database analysis was taken and revealed no anomalies. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.